Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported eight wafers were made off center, so much that the end user could not use it. No photo was provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 8a03528 and malfunction code ost-pmc1.18 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 4.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed. Lot 8a03528 was manufactured on 01/19/2018, form fill and seal #1 line, with a total of (B)(4) units. Complaint investigator ID 6055 performed a batch record review on 09/28/2020, description steem syn moldable cvx33/45mm(1x10pk)nl to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1165362 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092.